Event description:
A medtronic rep reported the site was unable to transfer images taken from a siemens iso-c 3d to the stealthstation s7 system during a spine surgery. The surgeon proceeded with the case without the use of the stealthstation. There was no impact on pt outcome.

Manufacturer narrative:
Device manufacture date not available at time of this report. Software investigation on-going. No conclusion can be draw at the time of this report.